Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction and replaced the graphical user interface (gui) printed circuit board (pcb). The cse upgrade the software to the current revision. The unit passed all testing and operates within the manufacturing specifications. (B)(4).

Event description:
Covidien received info stating that an 840 ventilator had an erratic/dim display while I use on a pt. The pt was removed from the ventilator and placed on a second ventilator. The pt was not harmed or injured as a result of the event.